Event description:
It was reported that the customer was hospitalized twice recently for high and low blood glucose levels. The customer stated that the first hospitalization was for a low blood glucose level under 25 mg/dl. The customer then stated that the second hospitalization was for a high blood glucose level over 600 mg/dl. The customer also stated that both times he had to be revived as he had stopped breathing. The customer stated that he uses an mmt-397 infusion set and that he receives no delivery alarms occasionally. The customer stated that during his hospitalization his insulin pump battery died, so he programmed his own settings to the best of his ability without consulting his doctor. The customer stated that prior to these events he had been experiencing high and low blood glucose levels for a few months and has not seen his doctor in two years. Programming was correct and troubleshooting was done and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.